Manufacturer narrative:
Company representative reviewed proper use of the device and adherence to the IFU with individual involved in this report as follow-up to the incident.

Event description:
Treatment nurse stated she received a shock from the transducer wand during a patient treatment. Nurse described the shock as "an intense sensation" when she touched the transducer tip, and felt the sensation only at the point of the injury.